Event description:
During a follow-up visit two (2) months after permanent implant, a patient was evaluated for delayed wound healing at their evoke spinal cord stimulation (scs) lead implant site. The system was explanted.